Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the endoscope had an inverted image. The csr mentioned that the endoscope was making a squeaky noise. The csr verified that the scope has not been manually rotated at the sterile field. The issue has happened before with this same scope serial number (B)(6). The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the image got inverted. There was no damage observed on the endoscope's adapter or base. A backup endoscope was used to complete the procedure. The endoscope was making a squeaky noise when they were actively trying to rotate the housing off the arm. There were no patient injuries. There was no procedure delay.